Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that liquid came out from the unused syringe. The returned syringe was examined and no liquid or any other foreign matter was observed inside or on the syringe. Also, no liquid or any other foreign matter came out of the syringe when the plunger rod was exercised in the barrel. Unable to perform DHR check for foreign matter (liquid out of syringe) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use liquid foreign matter was discovered in the syringe with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: liquid came out from the 2 unused syringe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use liquid foreign matter was discovered in the syringe with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid came out from the 2 unused syringe.